Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was at the cabin for vacation when their wife noticed that the patient was acting strange and that they felt "off" and dizzy. After the spouse notices the symptoms manual bg was done which was 2.1 mmol/l and the cgm reading was 11 mmol/l. Spouse called an ambulance for assistance. No treatment was given to the patient while waiting for the ambulance as according to the patient he was not cooperative that time. When the ambulance arrived he was treated with a shot of glucose through glucose gun (meant to be glucagon) before being taken to the hospital. When the patient arrived at the hospital a bg reading was taken which was 5 mmol/l. No medication given to the patient at the hospital, patient was only provided with food. The patient was discharged after an hour and went home after and was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.